Event description:
It was reported that high ventricular episodes were observed on the device, resulting in radio frequency (rf) lockout. The patient presented to the clinic where the diagnostics were successfully cleared. After the programming, an elective replacement indicator (eri) alert was triggered. Technical support was contacted and confirmed the eri was triggered incorrectly due to diagnostic clearing and the device was reset to resolve the false eri. The patient was stable with no consequences.